Event description:
International affiliate reports that l1-l3 instrumentation was performed with the expedium anterior system using for bursting fracture of l1. After surgery the surgeon found a slotted washer had come off of the construct. The device remains implanted and revision surgery is not planned. The surgeon is monitoring the patient.

Manufacturer narrative:
No lot number or sample was available. Without a lot number, a review of manufacturing records cannot be completed. Complaint data is reviewed monthly via the spine monthly complaint review meeting to identify and initiate action on any emerging trends; the meeting includes cross functional representation from rd, quality engineering, clinical research, and complaint handling to ensure a robust review. No trends were noted. Without a product sample, we are unable to confirm the reported issue or identify the root cause. If the complaint product sample becomes available, the complaint file will be re-opened and the product evaluated. At this time, the complaint is considered to be closed. (B)(4): device remains implanted.